Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 24 hours post procedure, the clip detached from one leaflet and remained attached to the other leaflet, which will require an additional mitraclip procedure for medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to <1. During the follow up echocardiogram on (B)(6) 2016 (24 hours post-procedure), it was found that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. An additional mitraclip procedure has been planned for treatment of the slda. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the user experience; however, this cannot be confirmed. The reported patient effect of mr was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.